Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a right atrial (ra) lead there was noise and a suspected fracture/ lead damage. The physician opted to abandon the lead implantation and pin plug was used. No patient complications have been reported as a result of this event.